Manufacturer narrative:
We carried out the analysis based on the hearing information from the field and the worn cable guide and charging cable returned from the field. Verifying the cable guide: the cable guide is made of soft resin so that the cable does not hurt when the charging cable is rubbed, and therefore it is worn out. It was worn, but there was no sharp part reported by medical staff. Check the charging cable : based on the damage condition of the sheath of the cable, it is considered that it was damaged by being pulled from both sides of the damaged part, and it is determined that it was not caused by rubbing or getting caught. Three mdrs, no. Mw5115505, mw5115506, and mw5115507, were submitted by medical personnel, but it was confirmed by interviews with the site that the charging cable was damaged in only one device and the charging cable was not damaged in the other two devices. As described above, the cause of the cable sheath breakage is judged not to be due to the wear of the cable guide as reported by medical personnel, but to another factor. In addition, the instruction manual asks the user to check that the sheath of the cord is not damaged or frayed, and to stop using the device and contact the service in charge if there is any abnormality (is the cover of cord damaged or frayed?). Thus, the operator will not be harmed.

Event description:
Mobiledart evolution, fishers , zionsville and carmel , all manufactured between 2019 and 2020. The insulation on the power cable used to charge the batteries has been breached at fishers and the same cable on the other two units are showing signs of wear in the same location. It occurs near the spring-loaded/ ratcheting cable retractor where the cable exits the machine. There are two pieces of black plastic that are supposed to protect the outer jacket and prevent wear but, with continued use, the black plastic has worn in two places on the same side (the wear forms the shape of a "3"). The region between the two semi-circular wear places has become sharp enough to cut the jacket. The result is that the outer jacket becomes torn and exposes the insulation of the three wires inside. I have not seen any copper yet. This could eventually become a safety hazard for the x-ray technologist. This event has also been reported by to the FDA as ref. No. Mw5115507.

Manufacturer narrative:
We started analyzing the parts obtained from the site. We will review the results of the analysis and take action if necessary.

Event description:
Mobiledart evolution, fishers , zionsville and carmel , all manufactured between 2019 and 2020the insulation on the power cable used to charge the batteries has been breached at fishers and the same cable on the other two units are showing signs of wear in the same location. It occurs near the spring-loaded/ ratcheting cable retractor where the cable exits the machine. There are two pieces of black plastic that are supposed to protect the outer jacket and prevent wear but, with continued use, the black plastic has worn in two places on the same side (the wear forms the shape of a "3"). The region between the two semi-circular wear places has become sharp enough to cut the jacket. The result is that the outer jacket becomes torn and exposes the insulation of the three wires inside. I have not seen any copper yet. This could eventually become a safety hazard for the x-ray technologist. This event has also been reported by to the FDA as ref. No. Mw5115507